Event description:
During generator replacement surgery, there appeared to be fluied in the lead, indicating that the lead insulation tubing may have been compromised. The lead was not replaced. Ent surgeon indicated that the condition of the lead did not appear to impair the electrical activity of the device with intraoperative impedance testing and that the lead tubing did not appear to have any cuts or known fractures. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine whether the lead tubing was compromised before the generator replacement surgery or whether the lead tubing may have been damaged during the generator replacement surgery. No adverse event was reported in conjunction with the suspected lead insulation failure.

Event description:
Further follow-up revealed that the lead has now been explanted due to migration, infection of the recently implanted generator, and fibrosis around the lead. Neurosurgeon indicated that a new system would be implanted once the infection has been resolved.

Event description:
Further follow-up revealed that the pt's infection has resolved. It was also reported that pre-operative, intra-operative, and post-operative antibiotics were given. It was also reported that the leads were soaked in a solution prior to implant. Cyberonics recommends that the lead not be soaked in saline or similar solutions before implanting. Product analysis summary: analysis identified four abraded openings in the outer silicone tubing. Visual inspections also identified dried body fluids inside the outer silicone tubing. The analysis was unable to determine how the openings occurred, but are associated with wear. Visual analysis identified cuts to the silicone tubing exposing the coils, and kinks in the coils. The analysis was unable to determine if the cuts and kinks occurred during the explant surgery or cleaning of the lead after explant. The remaining conditions of the lead portion returned are consistent with conditions that typically exist following an explant procedure. Continuity checks with performed successfully with no observed discontnuities. The cause of the reported infection and fluid in the lead is unk. The relationship between the infection and fluid in the leads in unk; however, it is unlikely that these two events are related.

Event description:
Reporter indicated the patient is to be implanted with a new vns therapy system, but the surgery has not occurred to date.

Event description:
Reporter indicated the patient had a new vns lead and generator implanted on (B)(6) 2012.